Event description:
Patients father contacted depuy. Patient hyper-extended her knee while getting out of the shower. Patient then had numbness tingling down through her toes, unstable, and tender touch on the outside of the knee cap. Medical records were received and tibial loosening was noted intra-operatively. (Left knee).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related anomalies. The investigation could not draw any conclusions regarding the reported event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.